Manufacturer narrative:
Initial MDR 1219913-2023-00084 was filed on apr 13, 2023 reporting a customer from outside the united states repeated samples due to quality control results on march 16, 2023 with atellica im enhanced estradiol lot 090. The customer reports observed discordant elevated results when running atellica im enhanced estradiol compared to repeat testing of the samples on alternate atellica im analyzers with lot 092. Additional information - june 16, 2023. The customer reported falsely elevated patient results on the atellica im enhanced estradiol (ee2) assay with reagent lot 090. On june 16, 2023, biorad immunoassay plus quality control (qc) lot 310 recovered high and outside acceptable ranges on atellica im ih00911. A lookback of patient samples tested since quality control (qc) was last in range was performed. They repeated multiple patient samples on other atellica im analyzers and identified three discordant results. The repeat results were lower than the initial results and were believed to be accurate. The troubleshooting actions performed by the customer included replacing the ee2 reagent pack. They no longer had any additional inventory of ee2 reagent lot 090, so they started using lot 092. This new reagent lot was calibrated successfully, and quality control (qc) recovered within range. The customer suspects an issue with the shipment of ee2 lot 090 that was in use because this issue occurred on several analyzers using reagent from the same shipment received in december 2022. The details related to this shipment were requested but were not available. Siemens has reviewed internal release data and field data for ee2 lots 090 and 092. These two lots are performing acceptably and are not statistically different from one another. A potential product performance issue has not been identified. The customer is operational. This issue was resolved by routine troubleshooting. In section h6, the investigation finding, and investigation conclusion codes were updated.

Event description:
Due to quality control results on march 16, 2023 with atellica im enhanced estradiol lot 090, the customer repeated samples. The customer reports observed discordant elevated results when running atellica im enhanced estradiol compared to repeat testing of the samples on alternate atellica im analyzers with lot 092. The initial results were not reported to the physician(s). There are no reports that treatment was altered or prescribed or adverse health consequences due to the elevated atellica im enhanced estradiol results.

Manufacturer narrative:
Due to quality control results on march 16, 2023 with atellica im enhanced estradiol lot 090, the customer from outside the united states repeated samples. The customer reports observed discordant elevated results when running atellica im enhanced estradiol compared to repeat testing of the samples on alternate atellica im analyzers with lot 092. The interpretations section of the instructions for use states the following: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens continues to investigate.